Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details.

Event description:
Healthcare professional reported xen®45 gts events described as "extreme fibrosis not resolved with needling and blockage requiring trabeculectomy or tube filtering surgery" in unknown eyes.